Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On 21-nov-2017 a field service engineer (fse) was dispatched to customer's facility. Fse confirmed the customer's reported issue. Fse found the waste tubing formed a j-trap, which was not allowing the waste liquid to evacuate. Fse adjusted the tubing into the waste bottle and no leaks were found. The total area count is now between 1800 and 2200 and the g8 instrument was performing within specifications. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 21-oct-2016 through 21-nov-2017. There were no other similar complaints identified during the searched period. The g8 operator's manual under chapter 2, preinstallation, section 2.5 connections, provides guidance on the proper connection of the waste tube. It states "note: if the waste tube is bent, the waste liquid may not drain out smoothly. Adjust (cut) the tube length to keep the tube end above the waste liquid level." And "1. If the waste tube is bent and waste liquid cannot drain, the sample dilution may not be accurately performed during the assay." In addition, chapter 3 assay operations, under detailed peak information, the optimal range for total area is 700 to 3000. The most probable cause of the issue is due to waste tubing forming j-trap, preventing proper draining of waste solution.

Event description:
On (B)(6) 2017 a customer reported getting low total area of 250 and 400 (optimal range is 700 to 3000) on the g8 instrument. On (B)(6) 2017 field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.